Event description:
A medwatch report (B)(4) was received stating that: "ventilator kept alarming. Unable to solve problem. Patient ventilator was found to be without circuit compliance turned on. Vent settings had to be increased for ventilator support since the compliance was turned off. We had to change the circuit and the expiratory cassette in order for the machine to pass the circuit compliance check. Investigation revealed that the servo vent will discontinue the tubing compensation automatically if the circuit test fails. The only way to tell that it is off is the absence of gold stripes around the volume and a small "c" appears. It was very hard to see and read. It is also not described in the manual." (B)(4).

Manufacturer narrative:
There were no parts exchanged and no device logs have been available for evaluation. Compliance compensation is a measurement of the compressible volume of the patient circuit. If the compliance compensation is deactivated while in pressure control, pressure support, or simv (pressure control) ventilation modes, then no further settings need to be adjusted. However, in volume-related modes, the set volumes must be adjusted. A pre-use check must always be performed before connecting the ventilator to a patient. The pre-use check includes the patient circuit test in which the circuit compliance is measured. The pre-use check will fail if the patient circuit test fails. The patient circuit test evaluates circuit leakage and measures the circuit compliance. By the end of a successful patient circuit test a window is displayed asking if the user would like to compensate for circuit compliance or not. If the circuit compliance is chosen to be deactivated in the patient circuit test, it can be activated later on. In standby mode, the patient circuit test may be performed separately from the pre-use check. All the above is explained in the user's manual. When the compliance compensation is activated an orange colored line is shown around the volume measurements in the measured values box and a capital c of the same size as the text presenting the tidal and minute volume is shown in this window. This is deemed as adequate visual circuit compliance compensation status to the user. According to received information from the hospital, the cause of the event was an operator error. (B)(4).